Event description:
It was reported that upon device interrogation, automated mode switch episodes due to atrial lead noise were observed. No patient symptoms were reported and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.